Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer was reporting "invalid data". The clinician was unable to view the electrograms. This should be cleared with the next programmer session. The device is still in use. No patient complications have been reported as a result of this event.